Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient experienced inflatable penile prosthesis (ipp) inflation issues. The patient underwent surgery and a hole in the left cylinder was identified. There were no patient complications.